Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to bsc that during an endoscopic retrograde cholangiopancreatography (female pt, age unk), it was "difficult to push the guidewire into the bile duct as if some obstruction to passage was occurring in the rx pre-curved ercp cannula. After removing the guidewire from the cannula, the customer noted that some of the guidewire coating was "shredded". The procedure was completed with another rx pre-curved ercp cannula. There was no reported complication or ill effect sustained by the pt. (See MFR's report no. 6000123-2006-00092 for corresponding report on the guidewire).